Event description:
During priming of the blood tubing set, the venous line came out of the top of the drip chamber. There was no pt involvement.

Manufacturer narrative:
The facility discarded the blood tubing set, therefore, the affected product was unavailable for investigation. Without the affected product for analysis, the MFR is unavailable to determine the exact nature of the failure. Based on the report description, this may have been an ancillary line that came off from the top of the drip chamber, due to insufficient solvent applied to the tubing when bonded to the top of the drip chamber; or may have been a broken line due to an excess of solvent or could have been a tubing cut by a knife used for opening the box containing the product. However, since no product was returned for investigation, this report remains inconclusive as to the source of the reported incident. A failure investigation was conducted by the MFR using blood tubing sets from the same lot number. Twenty unused samples were inspected, leak tested, and saline lines tested for occlusions using air flow. No failures were found. Safety analysis: an ancillary line that comes off the drip chamber should be as in this case, detected during prime, because a saline leak would occur. If the line comes off during dialysis treatment, on the negative pressure side of the blood tubing set, this will likely cause a minor blood leak and primarily an air influx since arterial side pulls air into the system. Therefore, air will be detected, pump will stop, alerting the operator and protecting the patient. If the line is on the positive pressure side of the blood tubing set, the likelihood of injury is low. Follow-up action: the blood tubing sets are leak tested as part of the mfg process to assure the integrity of components and bonds. Since no product was returned to the MFR for investigation, it is difficult to determine the exact cause of the reported problem. However, tested samples of the same lot number found no failures. Therefore, no further reporting is anticipated. The MFR will continue to monitor and trend. DHR review: a review of the device history record for the suspect lot number indicated no other related complaints.